Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer blood glucose at time of incident was under 2.2 mmol/l. Customer had been treated with food for low blood glucose. Customer current blood glucose was 17.8 mmol/l. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode smart guard feature was not active at time of low blood glucose event. The insulin pump will not be returned for analysis.